Manufacturer narrative:
Follow-up #1: date of submission 08/03/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/13/2016 with the following findings: investigation revealed multiple cracks in the battery compartment and damaged battery compartment threads. Unrelated to the original complaint, the battery cap threads were damaged; however, the pump was able to power on with the returned battery cap.

Manufacturer narrative:
The product has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging damage to the pump's battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.